Event description:
It was reported that balloon rupture occurred and patient had surgery. Vascular access was obtained via the outflow cephalic vein of a left upper arm brachiocephalic cephalic fistula. The target lesion was located in the non-tortuous and non-calcified brachiocephalic fistula vein in the left upper arm. The lesion had elastic recoil. After placing the a 7fr introducer sheath, the lesion was pre-dilated several times to 9mm. A 14-4/5.8/75 xxl balloon catheter was advanced over a non-bsc wire, but the physician later changed it to an amplatz wire due to difficulty tracking. However, on the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The physician did an angiographic run with the balloon in the field of view and showed that the balloon already balled up at the end of the catheter. The physician then performed a quick open heart surgery to remove the device. The device was completely removed. No further patient complications were reported and the patient was doing well.